Manufacturer narrative:
A beckman coulter (bec) field applications specialist (bec fas) was dispatched to the customer's site to evaluate the device. The fas could not find any instrument or reagent issue. The failure mode could not be identified. This event affected one patient where erroneous results were obtained. When the serum sample was re-analyzed, a result similar (55.9 umol/l) to the sample result analyzed by the other hospital (~ 50 umol/l), which the customer deemed correct. The patient is a child born dat (direct antibody therapy) positive and with suspected haemolytic disease of the newborn (hdn). The patient was in the scbu (special care baby unit). (B)(4). Age at the time of event: (B)(6) day. Date of birth: (B)(6). Other patient demographic information was not provided. (B)(6).

Event description:
The customer reported erratic total bilirubin (tbil) patient results generated on their au680 clinical chemistry analyzer. A false high tbil result of 319.8 umol/l (flag with "fh" error: result is higher than the repeat run reflex range) was reported out of the laboratory. The sample was from a pediatric serum sample. The patient is a child born dat (direct antibody therapy) positive and with suspected haemolytic disease of the newborn (hdn). The patient was in the scbu (special care baby unit). The patient is a new born child. No other patient demographics were provided. The sample was very small and tested in an eeze nest cup. The sample was centrifuged and analysed with a red cell pellet at the bottom of the microtube. As a result of the elevated tbil result of 319.8 umol/l, the patient was treated with IV immunoglobulin (infused through a cannula, not central line) and then transferred to (B)(6) hospital in (B)(6). No other treatment was provided. At the (B)(6) hospital in (B)(6), a tbil levels were checked and an approximate result of 50 umol/l was obtained. The patient was kept overnight before being sent back to (B)(6) hospital. The patient was then discharged and is doing well. The customer re-analyzed the sample the following day and obtained the following results: at 03:01 hour : tbil = -364 umol/l (negative result, flagged with "g" error: result is lower than the dynamic range). At 15:59 hour: tbil = 55.9 umol/l (flagged with "fh" error.).